Event description:
It was reported that a cross clamp broke upon a patient pulling up on a trapeze. There was no report of patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Visual inspection of the returned device revealed that the clamp was broken at the location of the hinge.